Event description:
Customer stated a box of glucose strips was purchased by their customer. The box of glucose strips had the expiration date of 05-06 but the vial inside of the box was marked with an expiration date of 05-01. The pharmacy stated they had several other boxes marked like this. A request waas made for the return of the suspect device and replacement product was sent.